Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 2 days due to high blood glucose 1374 mg/dl. The insulin pump had motor errors, sticky buttons, random no delivery alerts and haziness on screen. Troubleshooting was not performed. The device is not expected to be returned for analysis.